Event description:
A #6 fr straight 70 cm catheter reportedly placed in right atrium via right antecubital prior to cervical laminectomy, discectomy (c3-c6). Reportedly hypotensive post operatively requiring vasopressors for bp support. Returned to or 5/11/96 due to abdominal complaints for exploratory laparotomy and cholecystectomy. Pericardiocentesis done 5/12/96 for pericardial effusion with improvement of cardiac tamponade reported. Effusion reportedly present again on 5/13/96 without evidence of tamponade. On 5/14 reportedly experiencing tamponade, septic shock, multiple organ failure. On 5/15 echocardiogram reportedly showed no pericardial effusion, no tamponade. Expired 5/15/96. Report submitted due to unresolved question of whether right atrial catheter contributed to pericardial effusion and tamponade. Autopsy reportedly showed no perforation.